Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; two events were confirmed during testing. One device was found to be affected by a lubrication problem. One device was found to have component migration. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated. One reported event had patient involvement with no patient impact. One event had no patient involvement; no patient impact.